Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was eventually duplicated. The power motor relay circuit board was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had interlock failure errors upon initialization. There was no adverse patient involvement reported. There was no patient information reported.